Event description:
It was reported that stent damage occurred. A percutaneous coronary intervention was performed. The target lesion was located in the right coronary artery (rca) this 32 x 3.50 promus premier select drug eluting stent was selected for treatment. During the procedure, the physician attempted to pass the stent through the lesion. However, the stent was unable to cross the lesion, so it was removed from the patient. Upon removing the device, it was noticed that there was damage on the stent struts. The damaged stent was replaced with another of the same device, and the procedure was completed successfully. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: a 32 x 3.50promus premier select was returned for analysis. Visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube identified no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues.

Event description:
It was reported that stent damage occurred. A percutaneous coronary intervention was performed. The target lesion was located in the right coronary artery (rca) this 32 x 3.50 promus premier select drug eluting stent was selected for treatment. During the procedure, the physician attempted to pass the stent through the lesion. However, the stent was unable to cross the lesion, so it was removed from the patient. Upon removing the device, it was noticed that there was damage on the stent struts. The damaged stent was replaced with another of the same device, and the procedure was completed successfully. There were no patient complications as a result of this event.